Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer did not have an alternate cable to try. Customer's blood glucose level was not impacted by the event. Further information regarding customer's back up therapy was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.